Event description:
The consumer's daughter alleges the connectors for the crossbars on the walker were sharp and cut the consumers leg. They have padded and wrapped around the connectors so he would not get cut again. The consumer is diabetic and the cuts have allegedly not healed in 3 weeks. No serious injury is alleged.

Manufacturer narrative:
Received information alleging the connectors for the crossbars were sharp and cut the consumers leg. Product has not been returned for evaluation at this time so it is unk if a factors such as misuse or abuse, or lack of maintenance may have caused or contributed to this incident. MDR filed based on alleged injury.